Event description:
The customer reported that the system was displaying a low ma error after every shot and the kv was tracking high for the density of material in the field. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep arrived onsite and found that the system would not make x-rays, would make x-rays but track erratically, or would make x-rays and operate normally. After several days of troubleshooting, he found that the problem was a defective x-ray tube. Also during troubleshooting, he found that the high voltage tank was arcing consistently to high kv techniques. He replaced the tank and the tube. While performing the generator calibration, the snubber went out. Since this unit had old style snubber, the system will need the snubber upgrade kit to accommodate the new style snubber. He replaced the snubber and performed a full generator calibration and filament calibration according to service manual procedures. The system operates as intended.